Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. F(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to undersensing with small r waves. During a subsequent procedure the rv lead was uncapped and measurements were analyzed. The lead continued to exhibited undersensing. The lead was recapped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.